Manufacturer narrative:
Results: the cat6 was ovalized at the distal tip and approximately 130.0 ¿ 134.5 cm from the hub. The device was kinked approximately 127.5 cm from the hub. The distal end of the cat6 was damaged; therefore, the device could not be functionally tested. Conclusions: evaluation of the returned cat6 revealed ovalizations on the distal tip. If the peel away sheath included with the cat6 is not properly utilized when introducing the cat6 into a parent device, the cat6 may become damaged. Further evaluation revealed the device was kinked. If the catheter was forcefully advanced against resistance in attempt to introduce the cat6 into a parent device, the cat6 may become kinked. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheter 6 (cat6). During the procedure, a cat6 became kinked as the physician advanced it through a sheath and, therefore, the cat6 was removed. The procedure was completed using a new cat6 by advancing the cat6 with a support catheter through the same sheath. There was no report of an adverse effect to the patient.